Event description:
It was reported that in preparation for an unspecified procedure, the liberte 3.5 x 32mm stent was noted to have a damaged distal segment. The lesion to be treated was located in the left anterior descending artery. This device was never used on the patient, and the procedure was completed with another of the same device.